Manufacturer narrative:
This is a follow-up to a previous medwatch report. The safari2 guidewire was retruned for analysis on february 13, 2020. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose, accompanied by the opened, labelled mylar tyvek packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 276.20cm, formed curve dimensions of 3.00cm x 3.75cm and a finished diameter of .03465" to .03490". A gage bushing certified to be .0355" could not be passed over the length of the specimen due to the damage presented. The specimen presented a ductile, tensile overload of the core wire adjacent to the distal tip weld with coil stretching distally. The specimen also presented numerous bends of varying severity and frequency scattered over the length of the device, beginning at the distal tip and extending to within 5cm of the proximal end. The proximal joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. As noted above, the specimen presented a ductile, tensile overload of the core wire adjacent to the distal tip weld with coil stretching distally. The specimen also presented numerous bends of varying severity and frequency scattered over the length of the device, beginning in the distal tip and extending to within 5cm of the proximal end. The ductile, tensile nature of the fracture appears consistent with the complaint narrative of "they snared accidentally the tip of this safari2 wire and they pulled it and so it was unraveling". Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Manufacturer narrative:
The safari2 guidewire is expected to be returned for evaluation but had not been received at the time this medwatch report was submitted. The end user did provide lot traceability for the safari2 guidewire used in this case. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. If additional information is received or the product is returned for analysis a follow-up medwatch report will be filed.

Event description:
As reported by the distributor: event description: it was reported that: they took the safari2 wire in into the left ventricle. They were actually doing a procedure called a basilica. This was part of a bunch of other wires and apparently they snared accidentally the tip of this safari2 wire and they pulled it and so it was unraveling. They were able to get it out no problem but sr just wanted to call it in and make sure to replace the device as they were pretty nervous about it. The case was completed fine. They switched in for another wire (amplatz) and that worked fine. This happened during the procedure, inside of the patient's body. No complications.